Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 3 days due to low blood glucose (bg) levels of 50 mg/dl, accompanied by nausea, headache and abdominal pain, while wearing the pod between 37 and 48 hours on the abdomen. At the hospital, the doctor changed the basal rate in the personal diabetes manager (pdm) and updated the correction bolus.

Manufacturer narrative:
D4 - lot # changed from blank to pd1k11152131. D4 - serial # changed from blank to (B)(6). D4 - expiration date changed from blank to 5/15/2023 d4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 - device mfg date changed from blank to 11/15/2021.